Manufacturer narrative:
The customer reported that the etco2 value was very high on the multi-gas unit.. It would work for a while and then start to climb after 1 hour. The multi-gas unit was received by nihon kohden and evaluated. The device was tested for an extended period and the reported issue could not be duplicated. The device passed zero calibration and gas calibration. All gases read within service manual specifications. The biomedical engineer at the hospital was contacted and advised the unit was evaluated and tested and the reported issue could not be duplicated. The biomedical engineer at the hospital requested that we return the device to him. The multi-gas unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the etco2 value was very high on the multi-gas unit.. It would work for a while and then start to climb after 1 hour.